Event description:
During a ptca procedure, there was a separation at the hub while the catheter was in the rca. The catheter was removed without incident. No patient injuries or complications were reported.